Event description:
Reporter indicated that the patient developed an infection at the generator site following implant surgery. Reporter indicated bloodwork performed confirmed the infection. Pt was subsequently admitted to the hospital and given intravenous antibiotics for 8 hours. Patient was then released and given oral antibiotics to take for 2 weeks. Subsequent information obtained indicated that the patient's infection resolved through the use of antibiotics. Details received later stated "that it was most likely the stitch that had caused the infection".

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the pulse generator confirmed sterilization of the device prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.